Event description:
It was reported a couple of days ago the patient noticed a surging and fading sensation. It was noted there was no known accident or incident related to the event. The patient was not able to adjust stimulation. The status lights on the patient¿s programmer were assessed. The patient had the original 9 volt battery in her programmer and was only getting the bottom green light. She tried a different battery and did not get any lights on at all. It was reviewed the patient¿s implantable neurostimulator (ins) battery may be low or near depletion. Additional information received three days later reported the patient was going to try changing the battery to see if that helped the problem. The patient changed the battery in her programmer the day prior, but was still getting ¿funny readings.¿ it was reported that different status lights displayed each time the patient pressed the stimulation on button. The patient first saw the neurostimulator off light flashing and all other lights were solid. She tried again and only the patient programmer battery light was solid and nothing was flashing. The patient was able to feel stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), product type: programmer, patient. Product ID: 3888-28, lot# l42593, implanted: (B)(6) 1997, product type: lead. (B)(4).